Event description:
The reporter stated, the surgeon inserted a cq2015a collamer aspheric three piece lens and the trailing haptic tore off. The incision was enlarged to remove the lens and another same type lens was implanted. Sutures were required to close the incision. The reporter stated the leading haptic was torn off while the lens was being removed from the pt's eye. The reporter stated the cause of the lens damage may have been due to the lens not having been loaded properly. The injection system used has not been approved for use with this model lens.

Manufacturer narrative:
Evaluation results- visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. The other haptic was torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.